Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and impedance alerts. The lead had a possible fracture and had a sudden drop in pacing impedance and the impedance was now low. A new pace/ sense lead was placed and the existing defibrillation lead remains in use. No patient complications have been reported as a result of this event.